Event description:
It was reported that on (B)(6) 2025, the ria2 reamer head sheared off from the ria2 shaft while advancing in the im canal near the isthmus in the distal portion of the proximal third of the left tibia. The locking pins of the reamer head were left in the patient. It was noted the surgeon was not being overly aggressive while drilling and that the non-depuy synthes drill was set to ¿drill¿ not ¿ream.¿

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: part 03.404.021s, lot 779p442: manufacturing location: supplier ¿ (B)(4) / inspected and packaged by: monument. Release to warehouse date: may 11, 2022. Expiration date: march 31, 2032. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release that would contribute to this complaint condition. A photo investigation was completed: the photo investigation revealed all four prongs were observed broken alongside the patient's body bone. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to user. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.